Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted: (B)(6)2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been feeling poorly, and there was an increase in impedance and threshold values on the right ventricular (rv) lead. Follow-up revealed that it was undetermined whether the patient's ongoing symptoms were related to the device/leads. The patient was treated medically with amiodarone. The rv lead remains in use. No further patient complications have been reported as a result of this event.